Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, lv lead positioning was unsuccessful due to the stylet curling. The lead was not implanted and lead positioning was successful using a new stylet. Patient was stable.